Manufacturer narrative:
Product event summary: it was reported that the shower bag strap was damaged. The shower bag was not returned for evaluation. A review of the manufacturing documentation confirmed that the unit met all requirements for release. The reported event could not be confirmed because the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed, but not limited to wear and/or due to the handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shower pack was falling apart. The shower pack strap was described as detaching and fraying away from the pack. The shower pack was replaced. No patient complications have been reported as a result of this event.